Event description:
The patient was reportedly experiencing loss of lock. External equipment was exchanged, however, this did not resolve the issue. Device testing revealed that the device is not functioning within specifications. The patient's device was explanted.